Event description:
Abdomen swelling and cramps very painful. Rash on stomach and I'm allergic to nickel that is in the essure. Painful periods. Diagnosed with lupus and diverticulitis after having essure device. Feel sick all the time, tired. Haven't had any issues till the essure procedure was done. (B)(4).